Manufacturer narrative:
Concomitant medical products: pri tubing; 8015; ch10/ch3034 (ICU medical cstd). No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer's policy, patient information will not be provided.

Event description:
It was reported that an under infusion event occurred involving IV chemotherapy nivolumab 110ml. The medication was infused through IV infusion pump with 20ml as left over volume. A regular IV tubing with filter was used to infusion. The device alarmed "infusion complete" but the bag still had left over medication. The patient eventually received full dose of the medication. The infusion was programed with a rate of 220ml/hr using the device medication library system (guardrails suite). There was no patient injury. Per user, there were no obvious breaks or cracks on the device during use.